Event description:
It was reported that the lead had dislodged and exhibited high thresholds. The device was programmed to a higher voltage, but the patient experienced diaphragmatic stimula- tion. The patient also developed left ventricular thrombus and was placed on lovenox and coumadin. The left ventricu- lar lead was programmed off. The lead was later replaced.